Event description:
According to the reporter: during application of the device, the surgeon passed suture through first area of the stomach. The needle broke in half and was embedded in the wall of the stomach. The other needle was locked in position, and the product was removed. The broken portion of stitch could not be located using endoscopy; however, the fragment was identified with x-ray. The fragment was very small 1 to 2mm in size and diameter. The decision was made not to be retrieve the fragment.

Manufacturer narrative:
(B)(4). Maude report #: 250034000-2011-8003.